Event description:
Physician reported that customer was hospitalized due to low blood glucose. The outcome of the customer hospitalization was a coma. Physician stated that the customer did not know how to operate the pump. It was explained to the physician that the pump was delivering accurately based on the result of the lead screw test. Also, that the patient may have over bolused due to the a-51 alarm in the alarm history. The physician stated that the customer may have been getting too much insulin at nights.